Event description:
It was reported that during laparoscopic supracervical hysterectomy procedure, when the surgeon tried to transect the uterine artery, the yellow replace light came on. The device stopped working half way through the transection and bleeding occurred. There was not enough bleeding for the patient to receive a blood transfusion. Another device was used to stop and control the bleeding. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. During functional testing, the device activated. There was observed energy being transmitted to the test media during analysis. The device was disassembled and under visualization, the insulation was found to be skived exposing the active rod component. This type of failure mode causes a device short. The failure mode of a device short prevents rf delivery from the generator to the tissue. A system warning notifies the user of the failure through a visual replace light indicator and change in tone. Skived insulation can cause an intermittent failure but we were unable to reproduce this failure. The batch records were reviewed and no anomalies were found during the manufacturing process.